Event description:
The lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. An x-ray was taken and confirmed that the lead was fractured approximately 446 mm from the terminal pin. Additional damage was noted at this same location, including a breach in both the inner and outer insulation, and deformation of the outer insulation. Corresponding with the ridge grooves on the suture sleeve, indentation markings on the polyurethane lead material proximal to the fracture site were also observed. Due to the returned condition of the lead, routine mechanical and electrical testing was unable to be performed. Laboratory analysis confirmed that this lead had fractured close to the suture sleeve, resulting in the loss of capture and out of range pacing impedance measurements observed in the field.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead presented with loss of capture and pacing impedance measurements above 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The lv lead was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the lead is returned and analysis completed, this report will be updated.